Event description:
The ICD involved in this report was implanted on (B)(6) 2008. History of noise sensing was reported, despite reducing the sensitivity (a sorin isoline 2cr-6 defibrillation lead was implanted originally). Provocative maneuvers / manipulations were unable to reproduce the noise phenomenon. The frequency of noise episodes increased; the sensitivity was reduced further (induction test was performed). Again, multiple episodes of noise were detected. A re-intervention was performed to implant a new pace/sense lead (medtronic 5076 active fixation lead implanted in (B)(6) 2011). On (B)(6) 2012, the pt received inappropriate shocks and was admitted to the hosp. The same type of noise was observed as reported.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the us. Analysis is pending. The programmer files were reviewed. Conclusion: the origin of the noise sensing that triggered an inappropriate shock on (B)(6) 2012 remains unk. Lead parameters are within specifications. Considering the absence of noise sensing before the first shock (ineffective) and after the inappropriate shock, the most probable hypothesis are: a pace/sense lead issue (conductor failure or insulation failure) or a connection issue (at the is-1 connector level). An interaction between the pace/sense lead and the defibrillation lead just after the first (ineffective) shock: the heart contraction due to the shock might have provoked an unexpected and transient contact between leads' electrodes, depending on their respective position. (B)(4).